Event description:
The user facility reported that during placement of an impella 5.5, the placement was aborted due to difficulty in advancing catheter into the aorta. There was no reported patient harm.

Manufacturer narrative:
The impella device was received from the customer but has not yet been evaluated. When the investigation has been completed or any new information is received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation of delivery issues has been completed. The root cause of delivery issue was most likely patient condition since the implant of pump was aborted due to the patient's anatomy. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26540.